Manufacturer narrative:
Based on the review of medical records, the patient underwent multiple incisional hernia repairs using a composix kugel patch on (B)(6) 2004. Extensive lysis of adhesions were performed and multiple fascial defects were noted. Postoperatively, the patient developed a seroma, which was not drained and the patient was released. The patient then reported pain approximately 3 months after surgery and a recurrent ventral hernia was identified in CT scan. On (B)(6) 2004, the patient underwent an incisional hernia repair with a non-bard product. The non-bard patch was reapproximated to the inferior edge of the composix kugel patch to treat the recurrence. Lysis of some adhesions were performed. Based on the information received there is no indication of a device failure. The patient developed pain in 2007 as a result of climbing and stretching while on a ladder, which occurred 3 years post explant of the bard mesh and implant of an unidentified non-bard mesh. The patient was treated for recurrence following the composix kugel mesh implant and although there is no indication of a device failure causing or contributing to the recurrence, it should be noted that recurrence is a known adverse event listed in the IFU.

Event description:
Based on the review of medical records provided by the patient: (B)(6) 2004 - patient underwent repair of multiple incisional hernias with insertion of bard composix kugel patch. Extensive lysis of adhesions were performed. Postoperatively, the patient developed a seroma, which was not drained. Multiple fascia defects were noted. On (B)(6) 2004 - patient underwent recurrent hernia repair with a non-bard product. Lysis of adhesions were performed. Composix kugel patch was identified with the inferior edge being dissected free; the superior edge was left intact. During the surgery a non- bard soft tissue patch was reapproximated to the inferior edge of the composix kugel patch.